Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. An amo field service representative performed a courtesy call approximately 2 months following the initial procedure and the customer reported that they have not had any issues with the equipment. All pertinent information available to amo has been submitted.

Event description:
The clinic reported that a laser vision correction patient who underwent an uneventful ilasik procedure presented at an early post op exam with dlk (diffuse lamellar keratitis) in both eyes. The patient was treated with steroid drops. There was no loss of vision. The patient returned to the clinic complaining of a difference in their vision between the right and left eye. The doctor diagnosed the patient with striae in their left eye and performed a flap lift and stretch. The following day the patient was examined and the striae was no longer present. The patient's visual acuity was 20/20 in each eye.